Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance. Customer letter not required.

Event description:
It was reported that the device was explanted after an implant duration of approximately 0.9 months, due to unknown reasons. No further details were provided.

Event description:
A user facility reported positive results from biological indicators (bis) used during system 1 processing cycles run on (B)(6) 2009. The processor display and cycle printouts and the chemical indicators used in the cycles showed that the cycles passed. The hospital attributed the failing bis to operator error in the handling and processing of the bis by one of its employees.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: this event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made (via e-mail) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation.